Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Approximately 3.5 years post-op, the patient was revised due to suspected septic loosening of a femoral component with the cement seeming to not have adhered to the back of the femoral component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 66022663 - palacos r + g (1x40) - 62221123. 42540200032 - all-poly patella cemented 32 mm diameter -65366948. 42522000610 - articular surface fixed bearing cruciate retaining (cr) right 10 mm height -65344926. 42532008302 - tibia cemented 5 degree stemmed right size h - 65347183. G2: foreign - event occurred in australia. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.